Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip became entangled within the sub valvular apparatus/chordae) appears to be related to challenging anatomy (prolapse/restricted leaflets) and procedural conditions (shadowing of the device). Image resolution poor was due to challenging patient anatomy and shadowing of the device. The reported foreign body in patient appears to be due to the procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 3+ mixed tricuspid regurgitation for a triclip procedure. During the procedure, a triclip was implanted successfully. While attempting to implant a second triclip, the clip became entangled within the sub valvular apparatus. Troubleshooting was performed unsuccessfully and the clip could not be freed. The clip was deployed within the chordae without any leaflet insertion. The procedure was discontinued. The final tr was grade 2+. There were no adverse patient effects or clinically significant delays reported.